Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transduodenal to the gallbladder treat an acute cholecystitis during an endoscopic ultrasound-guided gallbladder (eus-gb) drainage performed on (B)(6) 2026. During the procedure, resistance was encountered when the stent was attempted to be deployed and the sheath did not move. Another of the same device was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Imdrf device code a0510 captures the reportable event of sheath difficult to retract.